Event description:
It was reported that right after implant the patient experienced bleeding/oozing at the implant site. A drained was placed in the cath lab and the device remains in use. The patient is enrolled in the post approval network (pan) product surveillance registry (psr). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. All information provided is included in this report. Concomitant product: 693565 lead, (B)(6) 2014. (B)(4).